Event description:
The customer reported the system displayed an overload fault error message. This message will result in a system shut down situation. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.